Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4) relates to (B)(4) for the reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when performing the sphincterotomy, the cutting wire broke at the proximal end. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when performing the sphincterotomy, the cutting wire broke at the proximal end. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using another autotome rx sphincterotome. There were no patient complications reported as a result of this event.